Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The last pt to use this belt did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4) which was returned for routine maintenance, it was discovered that the belt had a broken trunk cable connector. The last patient to use this belt did not report any problems.